Event description:
It was reported that patient was implanted with a mandibular distractor on (B)(6) 2015. Patient complained of a loose device on (B)(6)2015. Patient underwent x-rays, which showed the anterior foot plate on the left side fo the distractor dislodged from the bone. The surgeon put one screw in the anterior foot plate during the original surgery. The patient was taken into the operating room on (B)(6) 2015 and 5-6 additional screws were put into the foot plate. The distractor was tested and distractor is working fine. There were no reports of patient harm or of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a revision procedure occurred on (B)(6), 2015 during which additional hardware was added. It was reported that none of the original hardware was removed.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.